Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that geometry cannot move after starting up the device. Fse repeatedly restarted geo ipc. Upon testing fse found that the memory disk was loose. To resolve the issue fse unplugged the memory disk, cleaned it, and reinserted the memory disk back in. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device malfunctioned, due to an error. The user made multiple restart attempts, but the issue persisted. The scheduled procedure had to be cancelled and patient care was delayed. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that geometry cannot move after starting up the device. Fse repeatedly restarted geo ipc. Upon testing fse found that the memory disk was loose. To resolve the issue fse unplugged the memory disk, cleaned it, and reinserted the memory disk back in. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.